Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the stapler was unable to fire during stapling phase. The surgeon was unable to press the green button and squeeze the handle. The surgery time extended to 30 minutes and more due to searched for a new device to use. Patient status and outcome was unknown.